Event description:
It was reported that during a ptca procedure, after several attempts at dilating a difficult lesion, the balloon became lodged in the distal part of the lesion. Upon removal the balloon separated and remained in the pt. A stent was placed to secure the retained balloon material. Pt status is unknown.